Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined that the therapy cable was creating noise, and replaced it. Then the issue was no longer duplicated. The customer was advised to destroy the therapy cable and physio also recommended that cables be replaced every 3 years. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device advisory mode would not identify a shockable rhythm, ventricular fibrillation, from a simulator. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.